Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# fg540000 serial# (B)(4)) smartablate pump (model# m-4900-08 serial# (B)(4)) smartablate generator (model# m-4900-07 serial# (B)(4)) manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for wolff-parkinson-white (wpw) syndrome with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient became hypotensive and a pericardial effusion was confirmed via ultrasound. Pericardiocentesis was performed and yielded an unspecified amount of fluid. There is no information regarding extended hospitalization or patient outcome. Patient was reported to be in stable condition. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value or catheter proximity. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.